Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 226 mg/dl at the time of the call. The customer used food and was given intravenous fluids to treat. The customer experienced low symptoms such as lethargy, severe pain, inability to walk, and abdominal pain. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and no issues were found. The customer was also having highs which they used the pump to treat. The customer experienced high symptoms such as nausea, abdominal pain, and frequent urination. The customer had a sinus infection at the time of the low incident. The insulin pump will not be returned for analysis.